Manufacturer narrative:
No infusion sets received with insulin pump. No preparing to prime loops noted during testing. Insulin pump alarmed prime during basic occlusion test due to loose drive support disk. Insulin pump passed displacement test and rewind test. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap, alarmed an error and had insulin that squirted out from it during the manual prime process. The blood glucose reading was 183 mg/dl. The customer was unable to exit the preparing to prime loop. Advised replacement of the insulin pump. Nothing further reported.